Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was pierced. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole.the procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result a visual inspection of the device revealed no damages on the catheter or balloon of the device. Microscopic inspection revealed a pinhole on the balloon. Functional testing of the device was able to inflate the balloon without problem; however, the balloon did not hold pressure due to the pinhole in the distal section on the body of the balloon. The analysis of the returned device confirmed the reported event. This problem could occur due to interaction with the scope and other sharp devices during the procedure that could create friction on the balloon, causing a pinhole during the procedure. The most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, the balloon was attempted to be inflated; however, it was noticed that the balloon was pierced. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another hurricane rx dilatation balloon. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.